Event description:
A report was received that the patient developed a hemorrhage post-implant surgery which was moderate in severity. The patient was admitted to the intensive care unit and the event was assessed as possibly related to the surgical procedure.

Manufacturer narrative:
Additional information was received that the patient was not implanted with any bsn devices and did not undergo any device related procedures.

Event description:
A report was received that the patient developed a hemorrhage post-implant surgery which was moderate in severity. The patient was admitted to the intensive care unit and the event was assessed as possibly related to the surgical procedure.